Manufacturer narrative:
As of 09/07/2016 aso has not received further information from the consumer. Aso was able to obtain a lot number and performed test for adhesion properties in addition to reviewing test for biocompatibility tests. Refer to section of this report for further details.

Event description:
Consumer reported that while removing the bandage, this pulled her daughter's skin off. Consumer stated that medical attention was sought.